Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: rewind, load and prime steps performed successfully. Exercised pump for 24 hours, after 24 hours no rewind issue was observed. Also no rewind issue observed in the black box and alarm history. Keypad works properly. Unable to duplicate complaint about rewind issue. (B)(4).